Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found that the bio ID was functioning properly, a thorough inspection was performed to ensure all connections were secure. Multiple verification tests were conducted using the hardware test application (hta) application, with no issues observed during operation. Additionally, it was noted that the keyboard letters were faded, and the keyboard cover was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not functioning. The customer attempted to reboot the system; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.